Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6), the customer performed a 1:10 dilution of the patient sample. Product labeling states, "dilution of samples via the rerun function is a 1:5 dilution. Results from samples diluted using the rerun function are automatically multiplied by a factor of 5." The investigation is ongoing.

Event description:
The initial reporter received a questionable triglyceride result from one patient's sample tested on the cobas 8000 c702 module. The initial result was 2.17 mmol/l. The first repeat result was 1.91 mmol/l. The second repeat result at 1:10 dilution was 51.55 mmol/l with a data flag.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results are within the specified ranges. A general reagent problem can be excluded because the provided qc and calibration data are within specifications. The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.